Event description:
Four devices (cev669b, cev634-1a, cev6795b, and cp939-3) were returned to mxi service and repair.

Manufacturer narrative:
Second device of four devices: cev634-1a (lot: 120711) - mfg date: 07/2012; third device of four: cp393-3 (lot: unk) - mfg date: unk; fourth device of four: cev6795b (lot: unk) - mfg date: unk. (B)(6). Cev669b: eval of this instrument indicated that the black plastic part was charred on the connection. The charring most likely occurred after the formation of an electric arc, because of the presence of humidity in the connection zone (cable not properly dried/blood/tissue, tec.). Cp939-3: a complete electrical test could not be conducted. Because of the charred forceps, a recommendation for replacement of the instrument was made. Cev6795b: eval of this instrument indicated that it was functioning as designed. No problems observed. Cev634-1a: eval of this instrument indicated that the electrode coating was damaged and the electrode was in short circuit. The electrode coating was most likely damaged as a result of impact and excessive abrasions during use or the reprocessing stages. In addition, the charring problem on the forceps could also have caused the electrode short circuit. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).